Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
Primary procedure, left hip. It was reported that in opening the liner for implantation, a residue was seen on the top part of the inner blister tray. Surgeon elected to implant the device with no surgical delay.

Event description:
Primary procedure, left hip. It was reported that in opening the liner for implantation, a residue was seen on the top part of the inner blister tray. Surgeon elected to implant the device with no surgical delay.

Manufacturer narrative:
An event regarding residue on the inner blister involving a trident liner was reported. The event was confirmed by a photo provided. Method & results: product evaluation and results: the packaging was not returned, however, a photo was provided. Residue is visible on the lid of the inner blister. Clinician review: not performed as medical records were not provided for review. Product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event for residue on the inner blister was confirmed by a photo provided. Residue is visible on the lid of the inner blister. Event falls within scope of an nc. Due to a lack of evidence of deviations from established procedures and the severity of this event being s0, corrective actions will not be performed.